Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the distal luer activated valve of a clearlink continu-flo solution set. This occurred during infusion of sodium acetate and heparin at 0.5ml/hr. The device was being used with a baxter extension set, a baxter infusion pump, and an unspecified umbilical venous catheter. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.